Event description:
Customer reported that the device had the service indication illuminated and logged a fault code in memory that indicated a potentially critical failure. Physio-control evaluated the device and observed that it failed the power on self test. There was no report of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and determined the root cause of malfunction to be an electrical short between ic chip u10 pin 3 and ground on the power pcb. The observed failure would prevent the device from charging the installed battery.